Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that both lumens broke at the injection site on the PICC. No other information was provided. Additional information received on 5/30/2024: "the area near the caps broke within 2 days of each other. We suspect tampering with the PICC."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr dual lumen powerpicc sv catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A split was observed in the tubing of both extension legs just within the distal end of the luer hubs. A microscopic observation revealed the fracture surfaces of the splits were flat but rough and exhibited cracks/fissures and beach marks, which are suggestive of material fatigue. However, the exact cause of the splits observed in the returned sample is unknown. Possible contributing factors include excessive pulling, twisting, and manipulation of the luer connector hub and/or extension leg. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that both lumens broke at the injection site on the PICC. No other information was provided. Additional information received 5/30/2024: "the area near the caps broke within 2 days of each other. We suspect tampering with the PICC."